Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. A visual inspection was performed. Based on the DHR review, the evaluation, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported that the doctor inserted the self-drilling screw into the skull. He removed the screw from the driver, but this screw could not be removed. It is possible the screw was broken if he continued to remove from the driver. So he removed the screw with the driver and he changed to another screw. This operation finished. Head of screw might be changed, deformation. This is report 1 of 1 for complaint (B)(4).